Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information become available. (B)(4).

Event description:
A surgeon reported he has two patients that have peripheral field loss after having retinal detachment surgery. The surgeon suspects this is due to the system having a higher pressure in fluid air exchange (fax). Additional information has been requested, but none has been received to date.